Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to corroded electronic assembly. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump gave a blank display after changing the battery cap. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 122 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.